Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, removed and reconnected cartridge, then loaded new cartridge as instructed, but altitude alarm initially recurred, so customer was instructed to wait two hours for possible moisture to evaporate; after two hours customer was able to load new cartridge, resume delivery, and pump resumed normal operation, and customer was advised to call technical support if alarm recurred.